Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.00mm x 2.0cm x 50cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured upon first inflation at 6 atmospheres within a second. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.